Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unknown smooth saline implants experienced hives, heart palpitations, not being able to catch breath or take a deep breath, lung infection, infections in eyes, inability to fight off colds and infections, capsular contracture and bottoming out post procedure. Mentioned complications were not confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18783 for contralateral prosthesis report. This event was previously reported to the FDA by the patient under mw5088297.